Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided./UDI is not available d6a: implant date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances and migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.